Event description:
It was reported that a pump malfunction occurred, leading to the screen going dark and unresponsive despite attempts to charge it. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to disconnect and reconnect the pump to the charger, but the issue persisted. As a corrective action, the customer was instructed to utilize multiple daily injections (mdi) as backup therapy, and a replacement pump with updated software was shipped to them. The customer was also instructed on returning the faulty pump and preparing the new one, which included programming settings and connecting their continuous glucose monitor (cgm).